Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 staples malformed with tr45b. The surgeon put some overstitches to complete the case. Only the device and not the reload will be sent back for analysis.